Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s reported via phone call that they experienced hyperglycemia. The customer high blood glucose level was 500 mg/dl and 515 mg/dl at the time of incident and the current blood glucose level was 515 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection for high blood glucose level. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they have contacted their health care professional regarding the high blood glucose, nurse advise to customer to take a shot ever four hours. Customer does not allege pump was under delivering. Advise to check the infusion set tubing for the presence of air bubbles, customer stated very small bubbles were found. Customer reports basal rates were programmed accurately. The device will not be returned for analysis.

Manufacturer narrative:
Additional information added.

Event description:
Called the customer and he stated he was using the auto mode feature at the time of the event. Customer also stated he experienced high blood glucose levels because the infusion set he was using was about to expire. As soon as he changed the infusion set, his blood glucose levels went back to normal.